Event description:
Physician attempted to use the tsw 35 lap stapler on the appendix. Physician positioned stapler and pulled the trigger with no apparent effect/results. Stapler was disengaged and repositioned to attempt second firing, again with no results. Upon examination of appendix, it was noted that there were a few staples present, but without penetrating the appendix. A second stapler was obtained and the case was completed without incident.